Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use, the 840 ventilator bottom display was erratic. The patient was transferred to another ventilator. It was reported that there was no harm to the patient. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To address the failure, the fse replaced the graphical user interface (gui) printed circuit board assembly (pcba). The fse performed self-testing on the device and all tests passed.